Event description:
Revision surgery - the patient was transported to the hospital after complaining of pain. The surgeon changed the metal liner and femoral head because he suspected the possibility of problem caused by metal. However, the surgeon changed out the acetabular shell (zimmer part), liner (zimmer) and femoral head; there was no metallosis.

Manufacturer narrative:
The reason for this revision surgery was address pain the patient was experiencing. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed four non-conforming material reports associated with the liner part number 499-34-007 for the following: two scrapped parts for ncmr (B)(6) due to nonconformance for inclusions, two scrapped parts for ncmr (B)(6) due to nonconformance on surface finish, one scrapped part in ncmr (B)(6) for nonconformance of dimension, and (B)(6) for a nonconformance due to radii .020 +/- .005 not present; the part was accepted as this would not impact the functional performance and the part would work as intended with the mating component. The root cause for the pain cannot be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.